Manufacturer narrative:
Product has not been returned to the MFR for evaluation. If product is returned evaluation will be completed and final report will be submitted.

Event description:
"Piece of disphram in 5mm trocar broke off inside pt."